Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Visual inspection noted a crack in the insulation near the joint between the lead body and proximal sense b contact. Visual inspection also showed arc marks on the shocking coil at the proximal area. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. The observed crack in the insulation did not impact the functionality of the lead, and the arc marks were noted to have been induced at the time of the explant procedure.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced muscle stimulation and discomfort around the pocket area. The system was therefore explanted and replaced with a transvenous system. No additional adverse patient effects were reported. This electrode has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced muscle stimulation and discomfort around the pocket area. The system was therefore explanted and replaced with a transvenous system. No additional adverse patient effects were reported. This electrode has been returned for analysis. This report will be updated upon completion of analysis.